Event description:
Analysis of a returned handheld was completed on (B)(6) 2014. During the analysis, it was identified that the serial cable had an open electrical connection in the power cable. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No other anomalies were identified.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.